Event description:
The machine was not taking off enough fluid from patients. In one instance, the machine was set to remove 6 kg and indicated that 6 kg had been removed when only approx 1 kg was actually removed. This one pt required an add'l treatment on another machine.